Manufacturer narrative:
Review of results:weak d testing for the original sample displayed a reaction strength of 55 (2+) for the anti-d (well d5). Additional weak d testing (second tube) also resulted positive displaying a 1+ reaction strength for anti-d. Initial testing.well # reagent visible interp; c5 19 visually negative well; d5 55 moderatly red cell adherence.new sample tube:well # reagent visible interp. E6 16 visually negative well. F6 41 moderate red cell adherence.a service call was made. Performed automatic camera adjustment, adjusted washer flow rate on the black pump, adjusted washer residual volume. Following adjustments, the instrument was tested and found to be operating within specifications.

Event description:
Customer reported weak d testing performed on a donor sample was reported out as o positive on the galileo. Manual tube testing using a separate set of immucor reagents was performed twice on the sample and resulted as o negative. Repeat testing on the instrument using a second donor tube typed as rh positive. The sample was sent to a reference lab who reported the donor sample as o negative. The customer stated that no adverse events occurred as a result of the rh discrepancy.